Manufacturer narrative:
The following info appears in the vitros 5,1 instructions for use: bloodborne pathogens. Observe universal precautions following the (B)(6) bloodborne pathogens standard and the cdc/nih and (B)(6) guidelines at all times when dealing with blood or body fluid and contaminated equipment. In the maintenance section of the vitros 5,1 instructions for use, labelling states: assume that all used equipment is contaminated with potentially infectious biological material. This labelling also provides further instructions regarding specific precautions. No treatment has been initiated. The technologist flushed the affected eye with water. Proper personal protective equipment was not being worn at the time of the event. The cause of the event was user error.

Event description:
A customer was struck in the eye by a disposable tip from the vitros 5,1 fs chemistry system while performing maintenance. The disposable tip contained a small amount of human serum. There was no immediate harm to the subject as a result of this event. (B)(4).